Event description:
It was reported that stent dislodgement and stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, 3.50x10mm, eccentric, de-novo target lesion was located in the non-tortuous and non-calcified mid left circumflex (lcx) artery. A 12x3.50mm synergy¿ drug eluting stent was selected for use to treat the lesion. The device was removed from the sterile white plastic ring and was passed on to the physician. The physician pulled out the stylet and the blue sleeve of the device to expose the stent prior to introducing the device to the guidewire. As the physician began to thread the stent delivery system (sds) on the guidewire outside the patient and before reaching the y-adaptor, the physician noted that the stent was not on the sds. The scrub nurse searched for the stylet which was still attached to the blue sleeve and found the stent crumpled into a mesh and hanging from the stylet but outside of the blue sleeve. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The detached stent was also received for analysis. A visual and microscopic examination found that the stent struts at the center of the stent were badly stretched, distorted and misaligned. The stent struts at the proximal and distal end of the stent were undamaged. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The device¿s stent protector was not received for analysis. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. A visual and tactile examination found no issue with the profile. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. The damage to the stent is consistent with excessive force which may have occured during the removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, 3.50x10mm, eccentric, de-novo target lesion was located in the non-tortuous and non-calcified mid left circumflex (lcx) artery. A 12x3.50mm synergy drug eluting stent was selected for use to treat the lesion. The device was removed from the sterile white plastic ring and was passed on to the physician. The physician pulled out the stylet and the blue sleeve of the device to expose the stent prior to introducing the device to the guidewire. As the physician began to thread the stent delivery system (sds) on the guidewire outside the patient and before reaching the y-adaptor, the physician noted that the stent was not on the sds. The scrub nurse searched for the stylet which was still attached to the blue sleeve and found the stent crumpled into a mesh and hanging from the stylet but outside of the blue sleeve. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4).